Event description:
It was reported that this left ventricular (lv) lead exhibited intrinsic amplitude out of range. (B)(6) technical services (ts) states this is due to the test being run but the 24 hour clock in the device not having expired. Ts stated that there is no further testing needed and no evidence of undersensing noted. To date, this lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).